Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin. Blood glucose ranged from 475-500 mg/dl with high ketones. Reportedly, the customer labeled the ketone label as dangerous, but did not mention a healthcare providers identification of the ketone level. During troubleshooting for the current occlusion, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, the customer continued to use the pump for insulin therapy.